Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in clinic. During a radio frequency programming session for their implantable cardioverter defibrillator, the clinician encountered an error message on the programmer that the programming could not continue. A second programmer also exhibited the same message. The clinician was told to wait and turn the programmers off, and then on again. Patient was stable after the event.